Event description:
"Lead polarity switch, high a threshold; oversensing noted on marker channels." Lead manufactured by pacesetter. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).